Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had a scale marking issue. The following information was provided by the initial reporter translated from french to english: materialovigilance declaration of (date of incident) reference number: (B)(4). Name: bd 5 ml syringe luer -lock tip. Lot : 3249053. Description: during the production of a chemotherapy bag, we wanted to withdraw the product, but there was no graduation mark on the syringe. Consequences: delay in the delivery of the chemotherapy bag to the patient, as sterilization had to be repeated. The incriminated device is available at the pharmacy. Additional information provided: could you confirm that the catalog number of the defective product is "309649"? Yes: 5 ml syringe 3 pieces luer lock ref 309649. Could you specify the date of the event? 06/13/24 . Please confirm the number of products affected. 1 . Was there an impact on the patient (serious injury, medical intervention, necessary change in treatment)? No . Have health personnel been exposed to blood or bodily fluids? No . Have other measures been taken? Change syringe before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample of a 5ml eurographics syringe (p/n ¿ 309649) batch 3249053 was received and evaluated. The sample received with the unsealed package with all applicable product information on the top web and unknown red cap attached is missing almost all the scale markings. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3249053 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.